Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had stored signal artifact monitoring (sam) episode due to noise and oversensing of the minute ventilation (mv) feature signal on the non-boston scientific right atrial (ra) lead. Leading to the minute ventilation (mv) feature being automatically disabled. Upon review, it was noted that the sensing was normalized and the impedance measurements were normal. It was confirmed normal operation for sam algorithm. The plan is continue monitoring. At this time, the product remains in service, and no adverse events were reported.